Event description:
Biomed tech (B)(4) stated that during setup, he saw an arc, smoke and then a small flame coming from the outlet that the hemodialysis machine was plugged into. The outlet was three pronged and grounded. He added that at the time of the event, the gfi did not "trip". He was able to power down the machine and safely removed the plug from the receptacle. There was no need for any use of a fire extinguisher, the facilities fire alarm system was not activated, and the fire department was not requested. There were no reports of injuries to pts or staff members as a result of this incident.

Manufacturer narrative:
Eval of the electrical cord/plug pending return to the MFR. This is a known defect from the MFR of the electrical cord/plug assembly. (B)(4).